Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to clinic experiencing pain with pacing. The physician elected to explant and replace both atrial and left bundle branch area pacing leads. The patient's condition was stable following the procedure.